Event description:
It was reported that pump displayed malfunction code 12 and caller was initially unable to troubleshoot because charging supplies were not available. There was no adverse impact to the customer¿s blood glucose level. Later, caller followed up to reset malfunction, technical support provided pump reset instructions, assisted with reset, confirmed code did not return, and advised caller to continue using pump and call back if malfunction recurred, which caller understood.